Event description:
It was reported that during use of the right ventricular (rv) lead the patient experienced increasing pain and was hospitalized. Evaluation revealed the rv lead exhibited gradual thresholds increase, high thresholds, unstable thresholds, fluctuating thresholds with phrenic nerve and diaphragmatic stimulation. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.